Event description:
The facility reported a failure during two different patient events, which involved two different devices (see additional file created for the earlier report, reference mfg report #3015876-2005-00203). The reporter alleged that both reports were the result of another manufacturer's combination electrodes of other manufacture. For this second report, a connect electrodes condition was observed. The operator switched out devices, and therapy cables, in unsuccessful attempts at resolution. Allegedly, it was only when the operator replaced the electrodes with another set (manufacture not reported), was the failure resolved. The patient was not resuscitated. The reporter expressed that patient outcome was not affected by use of any medtronic emergency response systems equipment.